Manufacturer narrative:
Eval: lab examination of the returned item revealed no defect. Underwater leak testing revealed no leaks in the iab. Testing for occult blood within the balloon was negative. It was not possible to pump the iab on the lab iabp due to the stretched membrane at the proximal taper. Probable cause of difficulty: no leak was found in the returned iab.

Event description:
Alarms sounded from the kontron pump. Blood was noted in the sleeve of the stat-gard. On 3/20/98, the following info was reported to datascope: the iab was inserted into the pt on 1/12/98. On 1/14/98 after iabp for over 48 hrs, the "high pressure" alarm sounded from the pump and blood was noted in the sleeve. There was no pt injury or complication as a result of the event. [Event complications]: unk-reported 1/16/98; none-rpt'd 3/20/98. [Pt's current status]: unk-rpt'd 1/16/98.